Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated she had disconnected and forgot to press stop. The hp further stated the se 2240 alarm occurred after she reconnected to the machine. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during use. The hp stated she had disconnected and forgot to press stop. The hp further stated the se 2240 alarm occurred after she reconnected to the machine. The technical service representative (tsr) assisted the hp to clear the alarm and advised the hp to disconnect and remove cassette. The tsr explained the alarm indicates air entered the set up and advised the hp to notify the nurse. The hp stated she would do a manual exchange to complete therapy. The tsr reviewed proper procedures per the user manual. On (B)(6) 2011, product surveillance spoke with the hp's nurse who stated that the hp had called, but was unclear about how air got into the line. Product surveillance informed the nurse of the incident and use error. The nurse confirmed there was no adverse event that resulted from this report. There was no medical intervention.